Manufacturer narrative:
Device evaluation summary. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The wife of a (B)(6) male patient contacted zoll to report the patient was getting a rash under the back therapy electrode pads. The patient's wife feels that it is a yeast infection. There was no follow up on the possible yeast infection to see if it healed.